Event description:
It was reported that the device had an illuminated service wrench icon and a potentially critical event code logged in the memory of the device. This could prevent the device from delivering therapy in a critical situation. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). After several follow-up attempts with the customer, physio was unable to confirm if this particular device was either repaired or removed from service. The device has not been returned to physio-control for evaluation and the cause of the reported failure cannot be determined at this time.